Event description:
Related manufacturer reference number: 2017865-2021-40300. It was reported, prior to a scheduled generator change, the atrial and right ventricular leads exhibited oversensing. The oversensing was found to be caused by noise. The physician elected to keep the leads implanted and continue to monitor. The patient was stable and asymptomatic.